Event description:
A health care professional reported that during intraocular lens (iol) implant procedure, the leading haptic was folded behind the optic, which then unfolded with a posterior sweeping motion causing the haptic to distend the capsule bag before settling into the default unfolded position. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).